Event description:
It was reported that, "the doctor was beginning to put in the distal locking screw and the drill bit sounded like it was hitting metal. We then checked the lateral view with fluoroscopy which revealed that the drill was hitting the nail and deflecting posteriorly. This same targeting device was used in a later surgery successfully. The hospital is still using this targeter at this time. The sales rep will have more patient information as well as catalog numbers and lot codes upon the investigators request."

Manufacturer narrative:
The device is not available for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.